Event description:
The user facility reported that the housing broke at the weld found outside of a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no delay and no medical intervention and no adverse consequences.

Manufacturer narrative:
Corrected data: d9/h3. Other text : device not available.

Event description:
The user facility reported that the housing broke at the weld found outside of a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no delay and no medical intervention and no adverse consequences.

Event description:
The user facility reported that the housing broke at the weld found outside of a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no delay and no medical intervention and no adverse consequences.

Manufacturer narrative:
Additional information: d9/h3